Event description:
A 1.5 mm x 15 mm sprinter rx balloon catheter was inserted to pre-dilate an lad lesion. The lesion morphology was unk; however, there was 100% stenosis. It was reported that the balloon was advanced to the intended lesion site. It was reported upon the first inflation of the balloon, the balloon burst at 8 atmospheres. The balloon was successfully removed from the pt as one unit. Two add'l balloons were used to successfully complete pre-dilatation of the lesion. The case was completed without further intervention. The pt was brought back in several days later and had a stent implanted. No clinical sequelae were reported and the pt is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Results and conclusions: other (no device or cine films returned for evaluation).